Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried different power sources and charging cables without success. Technical support decided to send replacement charging supplies and advised the customer to try using outlets at a neighbor¿s house. Follow-up was planned if the customer did not provide an update by the next day. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.